Event description:
It was reported that during the implant procedure of a transcatheter aortic valve, the aortic annulus perimeter measured 77.1 millimeters (mm) and a 29mm valve was appropriately selected. A total of 4 deployment attempts and recaptures were performed, resulting in dislodgment of the valve prior to reaching 80% deployment. It was determined that the valve was not adequately sized. Subsequently, the system was withdrawn and a 34mm medtronic valve was implanted successfully. Per the physician, patient anatomy contributed to the event. No patient complications were reported as a result of this event. Additional information was received that the deployment starting point was the bottom of the pigtail catheter. During the deployment attempts, the valve dislodged towards the aorta from an original depth of 3mm on the non-coronary cusp (ncc) initially and the final attempts at approximately 5-6mm on the ncc and deeper on the left coronary cusp. A medtronic guidewire was used. Upon all four deployment attempts prior to 80%, the valve dislodged.

Manufacturer narrative:
Updated data: b5. Second paragraph added d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter aortic valve, the aortic annulus perimeter measured 77.1 millimeters (mm) and a 29mm valve was appropriately selected. A total of 4 deployment attempts and recaptures were performed, resulting in dislodgment of the valve prior to reaching 80% deployment. It was determined that the valve was not adequately sized. Subsequently, the system was withdrawn and a 34mm medtronic valve was implanted successfully. Per the physician, patient anatomy contributed to the event. No patient complications were reported as a result of this event.